Event description:
Spacelabs service representative reported that a total of 24 temperature adapter cables part number 700-0031-00 were received as out of box failures. It was reported that in this failure mode, the cables have intermittent contact problems causing all values on the monitor to be flashing. No injuries were reported.

Manufacturer narrative:
Spacelabs performed a health hazard evaluation in 2007 which identified that mitigation is required to prevent possible delay in patient care. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this issue to the FDA.